Manufacturer narrative:
During the event investigation, an ocd field engineer visited the site and replaced the immunowash pump and performed adjustments. Servicing the instrument returned the analyzer to expected operation. A post-service precision test yielded acceptable results. The root cause of the event was instrument-related.

Event description:
The customer observed negatively biased phyt qc results post calibration on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.